Manufacturer narrative:
Batch review performed on 08-april 2022. Lot 2109349: (B)(4) items manufactured and released on 12-nov-2021. Expiration date: 2026-oct-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head about 1 month and 1 week after primary. The surgery was completed successfully.